Event description:
It was reported that the patient was experiencing implant site discomfort and was getting lumps. It was also noted that the patient was having increased difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred 3 days ago from date manufacturer was made aware.